Event description:
It was reported that cartridge alarm 20 occurred during insulin delivery. There was no reported adverse impact to customer's blood glucose. Customer reverted to an alternate method of insulin therapy.